Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. It was found that the ps1 power supply output voltage was at the lower end of operating range. The rep adjusted it to the upper end. The system passed the system checkout, was performing as intended, and was ready for continued use. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the clinical case the site was having issues with the imaging system. When around the patient, a watch gantry error had appeared on the pendant. The site was unable to take 2d images. They rebooted the system and were unsuccessful as the error message had popped back up. The patient was present when this occurred. There was a delay of 30 minutes to the case. There was no impact on patient outcome.